Event description:
The hcp reported that the patient developed redness and drainage of the device pocket. Cultures of this site were negative. However, blood cultures were positive for multi-resistant staphylococcus aureus. The device system was removed.

Manufacturer narrative:
Additional information was reported in manufacture report # 3007566237-2014-02968, stating that the device was later re-implanted. Any additional information received will be filed under this report going forward. Updated coding due to re-opening and new info in file: (B)(4).

Event description:
Additional information was reported in manufacture report # 3007566237-2014-02968, stating that the device was later re-implanted.